Event description:
It was reported that cartridge did not snap in properly. There was no reported impact to the customer. Customer declined further follow-up from Technical Support. No additional information was provided.

Manufacturer narrative:
In use at the time of the event: CGM model: G6. Mobile OS: iOS / iOS_iPhone 8 Plus / 3.5.1 / iOS_16.7.2.